Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support again if the issue reappears, which the caller understood.